Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 58 mg/dl. Caller stated that her daughter was found passed out. Caller stated that her daughter was hospitalized for second time with diabetes ketoacidosis. The blood glucose reading was 600 mg/dl. Customer was admitted into scu. Hospital treated with insuliin drip. Nothing further reported.